Manufacturer narrative:
Visual assessment of the device confirmed the reported breakage. The distal threads and the anchor bridge of the anchor have broken. Small pieces of the threads were not returned for examination. Dimensional assessment of the anchor is prohibitive due to its condition. One of the two distal inserter tines are broken off and the other is bent. Potentially the cause for this device failure was excessive forces were applied to the instrument, causing a result in failure. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a rotator cuff repair, the anchor broke upon insertion in the medical row. The piece broke in the patient and was removed. A backup device was available to complete the procedure.